Event description:
Pej was placed in 11/2002. Therapeutic procedure and follow up in dec 2003 revealed an infected tube site with methicillin resistant staph and yeast. The device was removed and infection resolved with no residual effect.